Event description:
Patient was revised due to disassociation. Poly wear of the liner was noted intraoperatively.

Manufacturer narrative:
Examination of the returned device is unable to make any determination regarding the report of disassociation. Poly material wear is noted, however, there is nothing appearing excessive for the approximate 12.5 years of implantation. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both provided product codes are inactive/obsolete. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.